Event description:
It was reported that a patient was revised approximately eight and a half months post implantation due to the locking bar backing out and pain. The locking bar was removed, and the bearing was replaced along with a wash out. There is no additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: medially backed out tibial locking bar. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.